Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that one week after insertion, user noticed distal extension line detached from juncture hub when patient was transferred from ICU to hospital ward catheter was replaced. There were who patient complications.